Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Surgery date: (B)(6) 2022, left tka. Is a photo available of the patient reaction? No but had a rash after this application on 4/14. Was prescription strength medication treatment provided? Triamcinolone acetonide 0.5% but found allergy to triamcinolone on 4/14. Please describe how was the adhesive was applied. All moisture removed, articulated area if needed, placed mesh over wound and applied a thin layer of liquid over mesh to corners, use more liquid near bumps/lifts in incision, wipe down excess with sterile towel and sometimes use back of glove, let set until dry and then place what prep was used prior to, during or after adhesive use? Chloroprep. Was a dressing placed over the incision? If so, what type of cover dressing used? 4x4. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No known allergies prior to surgery. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, gender, age or date of birth; bmi- patient: js, dob: (B)(6), gender: m, bmi: 36.5. Patient pre-existing medical conditions (ie. Allergies, history of reactions)- no known allergies prior to surgery, now allergy to amplodipine, rosuvastatin, triamcinolone, and dermabond, arthritis, prostate cancer, chronic pain, hypertension, removed prostate, sleep apnea. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Current patient status- recovered. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a left total knee arthroscopy procedure on (B)(6) 2022 and topical skin adhesive was used. Post-op, patient had a reaction. Prescribed triamcinolone acetonide 0.5% to treat. But found allergy to triamcinolone on (B)(6) 2022. Patient recovered. Additional information has been requested.